Manufacturer narrative:
The insulin pump was monitored for several days and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected a39 alarm anomalies noted. No low battery alarm anomalies noted. No unexpected off no power anomaly noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received motor communication error alarm. The customer also reported that they received off no power alarms after low battery alert. The customer's blood glucose was 438 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot. The insulin pump will be returned for analysis.